Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system impedance measurements of 205 ohms, remaining within normal range. Xray imaging was performed in which technical services (ts) noted this electrode was located in a healthy amount of adipose tissue. Ts recommended to revise this electrode. Additional information is being requested from the field. This s-ICD remains in service. No adverse patient effects were reported. Additional information received detailed that a defibrillation threshold (dft) test was performed and that shock impedance measurements were 199 oms. The physician decided to schedule a system revision.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.